Event description:
It was reported that there were 75 instances of foreign matter, 7 tubes were deformed, 182 instances of defective markings, and 61 instances of air bubbles in gel with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: fm in gel x20, changed to x2. Deformed tube x7, cancel. Defective marking x182. Dirty shield x1. Black spots x9. Dirty tube x45. Gel air bubbles x61.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm in gel, defective marking, dirty shield, black spots, dirty tube and gel air bubbles with the incident lot was observed. Evaluation/testing of the customer samples was performed and fm in gel, defective marking, dirty shield, black spots, dirty tube and gel air bubbles was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 75 instances of foreign matter, 7 tubes were deformed, 182 instances of defective markings, and 61 instances of air bubbles in gel with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in gel x20. Changed to x2. Deformed tube x7. Cancel. Defective marking x182. Dirty shield x1. Black spots x9. Dirty tube x45. Gel air bubbles x61.